Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Eval summary: a cause for this specific clinical event cannot be ascertained from the info provided. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action in april 2010. Eval: review of the device history records could not be performed due to unk lot number. It is not suspected that the product failed to meet specifications. Given the info available the assessment could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on april 19, 2010 1822565-04/19/2010-001, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. It is assumed the device in question was implanted prior to this field action.